Event description:
Recurrent bone growth after initial lumbar fusion done in 2007. Pt has initial lumbar fusion with medtronic morphogenic bone growth factor in 2007. Getting recurrent excess bone growth requiring surgical intervention due to severe l5 foraminal stenosis and nerve root compromise. Excess bone growth occurred in 2008, requiring surgical intervention. Excess bone growth again in 2010, requiring surgical intervention. Now third episode of bone growth with impending surgical intervention. All surgical intervention at same site.